Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found. Concomitant products: product ID: 6947m55, implantable tachy lead, implanted: (B)(6) 2013. Product ID: 507645, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device and right ventricular (rv) lead exhibited oversensing noise resulting in two non-sustained high rate events. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.